Manufacturer narrative:
Investigation: a device history record review was performed and showed no non-conformances associated with this issue during the production of this batch. Since no samples or photos displaying the condition reported are available for examination, we were unable to fully investigate this incident.

Event description:
It was reported that before use of the bd¿ insyte the catheter was damaged. Foreign complaint the following information was provided by the initial reporter, translated from spanish to english: catheter damaged.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd¿ insyte the catheter was damaged. Foreign complaint the following information was provided by the initial reporter, translated from spanish to english: catheter damaged.